Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient revised to address loose stem. Update 4/8/2011 - medical records were received. Postoperative diagnosis states: aseptic loosening of the femoral component of a right total hip replacement. Notes also indicate that there was no sign of purulence or metallosis reaction. Update received 2/27/17. The sales rep has reported the revision of the liner. Liner was revised due to metallosis and osteolysis.

Event description:
After review of medical records, revision notes states the conjoined tendon was released from the greater trochanter exposing the femoral head. There was modest amount of clear, slightly blood-tinged synovial fluid. Clinical visits reported the patient is limping severely. Laboratory results sho subsidence of about 5mm and a slight shift in his implants upon radiograph. It was also reported that patient had a history of hyperlipidemia and coronary artery disease.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> updated may 10, 2019: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) added: (pro.code).

Event description:
Update jul 21, 2017: litigation received. Litigation alleges pain, discomfort, corrosion, friction wear, toxic amounts of metal debris, and inflammation. There is no medical records provided. Added complainant information. This complaint was updated on: 09 aug 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.